Event description:
It was reported by service report that the fowler would not raise and the side rail could not remain latched. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Fowler.